Event description:
Patient was hooked up to normal saline IV fluids via alaris pump infusion set reference 2426-0500. Soon after, noticed that the IV was leaking on patient's bed linens. Upon closer assessment, the IV site with extension set was secure, and it was noted that there was a crack in the tubing.